Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the neck was sticking on to the broach and the no arch was sticking on the broach handle. They both seem to be bent.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument found the post on the broach to be scratched and damaged. The root cause is attributed to misuse. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.